Manufacturer narrative:
(B)(4). The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, , self test and displacement accuracy test. However, pump failed active current measurement due to moisture damage on electronic assembly and battery tube. No unexpected occlusions or insulin flow blocked alarm during testing noted. The pump was received with a broken belt clip rails. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump rejected new batteries and random no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.